Manufacturer narrative:
The reported events of increase in threshold, loss of capture, and noise were not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead and the device was reprogrammed. Following the reprogramming, inadequate capture was again noted and noise was also noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.